Event description:
It was reported that the patient heard a buzzing noise at night whether the implantable neurostimulator (ins) was on or off. The caller stated this started about a month before the patient's most recent replacement and she noted that the previous ins replacement was done to address this issue. The issue persists even with new ins implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2022, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep that medical history related to the bussing noise includes patient does have history of tinnitus, which could be related to the buzzing noise, but they have indicated that it feels different from their tinnitus. The cause of the buzzing noise has not been determined yet. Actions/interventions taken to resolve the issue include meeting with the patient and checking their system's impedances and connected with their neurologist, who believes the issue is not related to dbs and has connected them with an ent specialist. The buzzing noise is not resolved as of yet, the patient will be meeting with an ent specialist to look into the cause of it.

Manufacturer narrative:
B5: new information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.